Manufacturer narrative:
(B) (4). Physio-control recommended the replacement of the (B) (4) smartwatch ic u28 and then to recalibrate the device and perform a performance inspection procedure. The part number for the ic was provided to the customer. The customer later confirmed that the device has been repaired by replacing ic u28 on the main pcb. It was indicated that proper device operation was then observed through functional and performance testing and the device was placed back into service for use.

Event description:
It was reported that the device gives an energy fault message and the service indicator is on. It was also noted that when trying to shock at 50 joules, the device would intermittently not deliver a shock. There were no reports of patient use associated with the reported failure.